Event description:
It was reported that bd nexiva 24 ga x 3/4 in single port needle pierced the catheter. The following information was provided by the initial reporter: when inserting a bd nexia 24g IV into the patients left acf the needle was broke through the IV catheter after insertion. Immediately removed and all parts accounted for. No harm to patient, apology made, photo of product malfunction emailed to nursing manager to report to quality and risk. Device_name_as_reported nexia 24g IV.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383511 and lot number 3040438. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.